Event description:
On (B)(6) 2024 ,senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Sensor replacement alert was triggered on (B)(6) 2024, day 87 after insertion. The sensor was returned for investigation. Based on the review of the sensor data in dms, the sensor replacement alert was triggered due to a decline in the sensor electrical performance metric, which is indicative of a potential electronic malfunction within the sensor system that could not be reproduced in the in-house testing. This may occur in instances where there is an intermittent electronic issue or the failure mode that presents itself in the body is not reproduced in the lab. As part of resolution, a return material authorization was issued for sensor replacement. No further resolution was necessary for this complaint. B4. Date of this report updated to 06 august 2024. G3. Date received by manufacturer updated to 31 july 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.